Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported administration of IV fluids and insulin. Engineering log review was not available for this device due to lack of synced data, limiting the ability to evaluate device performance during the event. The user¿s caregiver reported that the pump failed to rewind during a cartridge change and that cgm connectivity issues were present prior to hospitalization. Based on available information, a potential device-related issue cannot be ruled out; however, the cause of the event remains unclear due to insufficient data. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-mar-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose reported as high as 600 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was treated with IV fluids and exogenous insulin and discharged on (B)(6) 2026. The user recovered and ilet therapy was discontinued.